Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain associated with the left cylinder. A surgical procedure was performed, during which it was determined that the left cylinder was oversized. As a result, the ipp was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100543471. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).